Event description:
This complaint is now reportable based on the analysis completed in 2008. It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent could not cross the lesion. The physician attempted to treat a 98% stenosed de novo proximal rca (right coronary artery) severely calcified and severely tortuous lesion. The physician pre-dilated the lesion with an unspecified 2.5x12mm balloon angioplasty catheter, it was reported that the stenosis was 70% post balloon inflation. Then the physician attempted to place a taxus liberte 3.00x20mm drug eluting stent in the lesion, which was unsuccessful. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's condition was reported as "stable". However, the returned product confirmed that there was stent damage.

Manufacturer narrative:
A review of the manufacturing documentation for the batch found that the device met its material, assembly and product specifications at the time of release to distribution. A visual and microscopic examination found that the proximal edge of the stent was damaged. Struts on stent rows 1 to 3 from the proximal edge were raised distally. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The most probable root cause classification for this event will be that of operational context.